Event description:
Literature was reviewed regarding ¿prognosis and remodeling after endovascular repair for acute, subacute, and chronic type b aortic dissection¿. The time frame of this study was over fifteen years. 318 patients were included in the study. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: valiant and talent stent grafts. The following adverse events occurred: rtad, ischemia, stroke, paraplegia patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to a death. No further information was provided pertaining to medtronic products

Manufacturer narrative:
Medtronic received the following journal article entitled: prognosis and remodeling after endovascular repair for acute, subacute, and chronic type b aortic dissection. Zhao y, yao c, yin h, wang m, li z, wang j, hu z, wang s, chang g. Journal of endovascular therapy. 2023 dec;30(6):838-848. Doi: 10.1177/15266028221098703 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.